Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
The patient received a barricaid implant on (B)(6) 2025. Approximately two weeks after the initial surgery, the patient felt sharp pain and experienced a reherniation. On (B)(6) 2025, a re-operation was completed to address the reherniation, and the barricaid device was left in situ.